Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Per the xience alpine everolimus eluting coronary stent system instructions for use the first step under the clinician use information section is inspection prior to use which includes steps for removing the device from the foil and inner pouches. The next steps includes the packaging removal section with steps related to removing the device from the protective tubing, removing the mandrel and the protective sheath and flushing the guide wire lumen. Then, the next step, is the delivery system preparation section related to preparing the device by removing air from the system. The investigation determined the reported difficulties appear to be related to use error as it is likely that during prepping of the device (against the instructions for use) negative pressure during sheath removal resulted in the noted stent damages (stretched) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.5 x 33 mm xience alpine stent stent delivery system was advanced through an unspecified guiding catheter, which was inside the anatomy, when it was noted that the stent had dislodged from the balloon and landed in the hands of the nurse. The device was therefore promptly removed. The device was on negative pressure when this occurred. No extra force was applied when removing the stylet, and an unspecified stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, a 3.5 x 33 mm xience alpine stent dislodged from the stent delivery balloon when the stylet was removed and landed on the hands of the nurse. The device was on negative pressure when this occurred. No extra force was applied when removing the stylet, and an unspecified stent was used to successfully complete the procedure. There was no patient involvement and no additional information was provided.